Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated moderate ketones was showing and treated with syringe. Customer stated that the insulin pump status indicated that insulin was empty but reservoir was a 3rd full. Customer reported that they have not changed set for over five days and was advised to do so. Customer declined to continue troubleshooting. The product will not be returned for analysis.